Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was apparent explant damage. The lead was stretched. The proximal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism. The inner insulation was kinked/buckled. The outer insulation had a breached cut.

Event description:
It was reported that the lead had dislodgement and could not be repositioned when attempted. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.